Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic for experiencing syncope episodes. The device was interrogated and noise resulting in oversensing and inhibited pacing was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable.